Manufacturer narrative:
The pump passed the operating current and displacement test. However the pump alarmed compromised force sensor system during the prime test and alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. Unable to verify the excessive no delivery alarm due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer was unable to rewind the insulin pump due to alarm. Customer's blood glucose level was between 300 mg/dl and 427 mg/dl. The customer treated his blood glucose level with manual injections. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.